Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter (rebar27, 105-5082-145) was in place, the stent (sfr-6-30) was delivered. However, significant resistance prevented the stent from reaching its intended position. The surgeon withdrew the stent from the body and discovered that the stent attachment at the detachment point was kinked, preventing smooth delivery. A new stent was replaced, and the procedure was successfully completed. There was resistance during the procedure during delivery. The vessel was moderately tortuous. The resistance was in the middle section of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of ischemic stroke located in the right middle cerebral artery occlusion. IV tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours.

Manufacturer narrative:
Product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. ¿damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length strut was damaged and broken. No irregularities were found outside the proximal marker. The marker coil was in good condition. The pusher wire was found to be broken at ~17.0cm from the distal tip. No other anomalies were found. ¿testing/analysis: the non-working length strut broken end and the pusher wire broken end were sent out for scanning electron microscopy (sem) failure analysis. The sem test result indicated that the non-working length strut broken end exhibited evidence of an overload feature, while the pusher wire broken end exhibited evidence of mechanical damage (shearing/smearing), then overload. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ report was confirmed, as the non-working length strut and pusher wire on the returned solitaire fr 6-30 stent device were broken. The non-working length strut broken end exhibited evidence of an overload feature, while the pusher wire broken end exhibited evidence of mechanical damage (shearing/smearing), then overload. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous saline/heparinized saline flush during the procedure. In this event, the customer stated that the vessel tortuosity was moderate, and the reported rebar 27 catheter is compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. A continuous saline flush was administered and maintained, ruling out vessel tortuosity, an incompatible catheter, and a lack of continuous flush with saline/heparinized saline during the procedure as possible causes. Therefore, a damaged catheter, the user not maintaining the correct flush rate, or rhv loosening during delivery could have contributed to the resistance failure. Since the reported rebar 27 catheter was not returned, the catheter's contribution to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. Resistance was encountered at the distal end of the catheter. The coil came out of the introducer sheath smoothly. Continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage to the catheter was observed after removal.